Event description:
I had the salute laparoscopic implant - 38cm implanted in 2006 for inguinal hernia repair. I have had pain, debilitating, nausea, swelling etc. Ever since and have been on antibiotics continuously. Finally, just now the drs are ordering tests to check and see if the mesh is causing the problems. Dates of use: 2006 - 2008. Diagnosis or reason for use: hernia.